Event description:
The surgeon implanted a 25.0 se/3.5 diopter aa4203tl silicone single piece lens with toric on (B)(6) 2012 and the patient was not happy with the vision outcome. The doctor offered the patient other options such as lazer but patient chose to have the lens replaced. The lens was removed, discarded and replaced with a 23.0se/3.5 diopter lens on (B)(6) 2012 and patient was thrilled with the results. The reporter stated the lens exchange was due to a patient preference and not related to the lens.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with toric (elastic). (B)(4).